Event description:
Dexcom was made aware on 03/06/2024, that on (B)(6) 2022, the patient experienced a skin reaction. The sensor was inserted into the thigh on (B)(6) 2022, which is off-label usage of the device. On (B)(6) 2022, it was reported that the patient experienced a skin reaction which occurred 9 days after the sensor had been inserted in the thigh. The patient developed a rash, redness, inflammation, pimples, blisters, dry skin, drainage, pustules, a scar, and an infection under the sensor patch. The patient had itching and burning sensation in the area. Multiple attempts to contact the reporter were made; however no other details were obtained. The patient was in good condition at the time of report. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).